Manufacturer narrative:
The reported event was confirmed during device evaluation. Upon visual inspection, the device was found to have worn components, which is the probable cause of the reported event. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.

Event description:
It was reported during testing conducted at the manufacturer facility the blade was coming out of the core reciprocating saw while in use. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported during testing conducted at the manufacturer facility the blade was coming out of the core recipricating saw while in use. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.